Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained an unknown brand of baclofen with an unknown concentration with a dose ¿somewhere around 340 mcg/day¿. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. On (B)(6) 2017 at 4 pm, a motor stall occurred, and on (B)(6) 2017 at 6:11 am, a motor stall recovery occurred. It was confirmed there were no electromagnetic/magnetic sources present. The representative stated the patient would be leaving the country on saturday ((B)(6) 2017) for a vacation and wanted to know what to tell the hcp. The representative stated they would most likely fill up the patient¿s pump the day of the call. The representative stated the patient didn't really experience any symptoms. The representative stated the medical facility had notified her of the event. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the cause of the motor stall was not determined. There was no change in the patient¿s weight.

Manufacturer narrative:
The device codes and evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019. The patient reported their previous pump had stopped working. Per device registration, the pump was replaced on (B)(4) 2017.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp. The hcp confirmed the pump was replaced on (B)(6)2017 due to the motor stall event that occurred on (B)(6)2017.